Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button had an intermittent response. The patient confirmed that there was no damage noted to the keypad. This issue is reported based on the allegation of the button response issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact. The keypad buttons were tested and the contrast button was unresponsive and the up and down arrows were intermittently responding. The keypad was removed and contamination was observed under the keypad buttons.